Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced an issue with jumpy/erratic cgm values. The patient reported that her cgm readings were ¿jumpy¿ and moved from 83 mg/dl to 63 mg/dl to 43 mg/dl. No bg meter comparison value was taken. The patient also stated that her cgm values had been ¿off by about 40 points most of the time over the past week¿ (see related files). The patient was also concerned as she stated the inaccuracies began when she started using the omnipod insulin pump in a closed loop mode. The patient self-treated with a soda and a ¿sugar pill¿ (glucose tablet). She then called 911. While waiting on the phone with the operator, the patient had a seizure and passed out. Emergency medical services (ems) transported the patient to the emergency room (ER). The patient was not aware of what medication she was given by ems but her bg meter reading at the ER was up to 80 mg/dl. No cgm comparison value was reported. The patient reported being passed out for 5 hours before regaining consciousness. When the patient woke up, she recalled being given insulin injections as treatment. The patient was discharged 4 days later on 11/09/2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that the estimated glucose values did not dropped below the urgent low alert threshold (55 mg/dl). The lowest egv on the alleged event date of november 05, 2025, was 61 mg/dl. The app delivered high, low, and urgent low soon alerts per specifications and alert settings, which were acknowledged. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced an issue with jumpy/erratic cgm values. The patient reported that her cgm readings were ¿jumpy¿ and moved from 83 mg/dl to 63 mg/dl to 43 mg/dl. No bg meter comparison value was taken. The patient also stated that her cgm values had been ¿off by about 40 points most of the time over the past week¿ (see related files). The patient was also concerned as she stated the inaccuracies began when she started using the omnipod insulin pump in a closed loop mode. The patient self-treated with a soda and a ¿sugar pill¿ (glucose tablet). She then called 911. While waiting on the phone with the operator, the patient had a seizure and passed out. Emergency medical services (ems) transported the patient to the emergency room (ER). The patient was not aware of what medication she was given by ems but her bg meter reading at the ER was up to 80 mg/dl. No cgm comparison value was reported. The patient reported being passed out for 5 hours before regaining consciousness. When the patient woke up, she recalled being given insulin injections as treatment. The patient was discharged 4 days later on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.